Manufacturer narrative:
Patient weight, ethnicity and race:unk. Work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -18.00/2.5/057(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was explanted due to elevated iop without pupil block and angle closure. Cause of the event is the device. The reporter stated that the lens was, "oversized." The problem is not resolved. Reportedly, "explanted icl, iop not controlled aftger icl removal. 30mmhg 2 weeks post-op."

Manufacturer narrative:
D4: corrected to unique identifier (UDI) # 00841542131032 in the initial MDR. Claim #(B)(4).